Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure after the right ventricular (rv) lead was implanted, no ventricular electrogram was visible. Three different cables were used but there was no change to the electrogram. Another lead attached to the same cables was used to complete the procedure. No patient complications have been reported as a result of this event.